Event description:
Reportedly, during a follow-up on (B)(6) 2018, ninety-six (96) mode switches were recorded in the device statistics but no episode was recorded in the device memory.

Manufacturer narrative:
Please refer to the attached analysis synthesis.

Event description:
Reportedly, during a follow-up on 20 september 2018, ninety-six (96) mode switches were recorded in the device statistics but no episode was recorded in the device memory.